Event description:
A customer reported receiving an "error-9" message from the adc device. The customer experienced symptoms of "feeling low," confusion, and dizziness. The customer went to the hospital and had contact with a healthcare professional who administered unspecified medication and intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Built-in reader test was performed and all tests passed. Error message was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-9" message from the adc device. The customer experienced symptoms of "feeling low," confusion, and dizziness. The customer went to the hospital and had contact with a healthcare professional who administered unspecified medication and intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.